Event description:
The pt underwent routine hysteroscopic placement of bilateral essure devices. Her post operative hysterosalpingogram in 2008 showed bilateral tubal occlusion. She presented with an intrauterine pregnancy in 2009. The pt underwent elective pregnancy termination because of the high-risk nature of her previous pregnancies. She was taken to surgery six days earlier, and it was discovered that the distal right essure devices had perforated through the proximal isthmic portion of the right fallopian tube. Diagnosis or reason for use: voluntary permanent sterilization.